Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/10/2021.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. Review of the event history log found ' air-in-line!' Messages as evidence for customer-reported allegation 'air-in-line', but it was not evaluated due to a ¿reload set¿ occurring at power up. The reported condition of air-in-line was verified. Evaluation determined the assignable cause to be an out of specification ultrasonic sensor calibration reading. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed constant/false air in line. The event occurred during loading tube at the medicine block c. There was no patient involvement. No additional information is available.